Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reports the byte aligners have caused severe gum recession and tooth sensitivity, so extreme, that eating and brushing the teeth is excruciating. The gum recession has ruined the patient's smile.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.